Manufacturer narrative:
No damages or manufacturing defects were observed. Timeouts were observed at the end of the pods run in conjunction with the pod generating an 0x14 occlusion alarm indicating pod is occluded. The cause of the generated 0x14 occlusion alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found blocked. A new pod was successfully applied.